Event description:
It was reported that during removal of the epidural catheter, the distal end of the catheter separated and remains in the patient. An x-ray confirmed the distal piece of the catheter is retained in the patient. The event occurred in the ob department and the insertion site was the patient's back. There was no other attempt at placing a new catheter. There was no delay in treatment. No death occurred to the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.